Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Der states that the femur was a cemented endurance hip, a product we have not sold in a long time. The cup was a duraloc, also a product we have not sold in a long time. Replaced the liner to the cup to position the lip superiorly as the cup looked vertical on x-ray. The stem was removed with significant force, its not clear where the failure came from. There was a lucency between the cement and the bone visible on x-ray. The stem was removed and a reclaim revision hip was placed down the femur. The doctor seemed happy with the outcome. There was also loosening of the femur at the bone to cement and cement to implant interface. Cement manufacturer is unknown. Doi: unknown; dor: (B)(6) 2018 left hip.

Manufacturer narrative:
(B)(4) investigation summary no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review was not possible because the required lot code(s) was not provided. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.